Event description:
It was reported that prior to the attempted implant of a 26 millimeter (mm) transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification. The deployment of the valve was attempted 2 times and recaptured following each deployment attempt due under expansion of the valve frame. Subsequently, the system was withdrawn from the patient, and a new 26 mm valve and new delivery catheter system (dcs) were used. Upon the first deployment attempt of the new valve, under expansion of the valve frame was observed. Subsequently, the physician decided to recapture and withdraw the valve from the patient, and a 23 mm non-medtronic transcatheter valve was successfully implanted. Per the physician, the patient's calcified anatomy contributed to the under expansion issue. It was noted that a 40 minute procedural delay occurred as a result of the frame under expansion. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {(B)(6)}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.